Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. Prior to the procedure, the patient had right bundle branch block (rbbb). During the procedure, a pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed and the patient developed complete atrioventricular block (cabv). The device was successfully implanted, but the cabv remained. The patient remained hemodynamically stable through the procedure and post-procedure.

Manufacturer narrative:
An event of complete heart block during implant was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that prior to implant patient had right bundle branch block. The field also indicated that the complete heart block occurred during pre-implantation balloon-aortic valvuloplasty and device implanted successfully. Based on this information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. Prior to the procedure, the patient had right bundle branch block (rbbb). During the procedure, a pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed and the patient developed complete atrioventricular block (cabv). The device was successfully implanted, but the cabv remained. The patient remained hemodynamically stable through the procedure and post-procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.